Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications. Explained customer the two high bg rule and advised to change the infusion set and site.